Event description:
Report received from (B)(6) stating that the device has damage to the hose. It is known that the device was not being used during surgery. It is unk if there were any pt or user injuries or if medical intervention has required. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.